Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 530-580 mg/dl and diabetic ketoacidosis. Cause of elevated bg level was unknown; however customer was not using the continuous glucose monitor, and was not monitoring bg levels. Bg was treated with intravenous insulin. Reportedly, customer left the ER 8 hours later with the issue resolved.